Event description:
The company was informed that the patient developed hand, foot and mouth disease 3 weeks after initial implant surgery. The pt had erupted vesicles over the implant site that discharged (koebner's phenomenon). The pt was hospitalized from (B)(6), 2013 to (B)(6), 2013. The issue has reportedly resolved. Advanced bionics is in the process of gathering add'l info. Once add'l info is received a supplemental report will be submitted.